Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Review of the submitted log file showed the pump operating as intended with stable parameters. No atypical alarms were captured and the pump operated above the low speed operation for the duration of the log file. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient experienced a cerebral vascular accident (cva) with a left sided deficit. The patient was admitted into the hospital for treatment. The system controller log file was submitted and was reviewed by the manufacturer¿s technical services¿ representative, and did not reveal any device abnormalities. It was reported that prior to the cva, the patient did not have any clinical issues, such as anticoagulation issues or infection. The patient¿s inr was 2.7 prior to the event. The patient is currently in an in-patient rehabilitation center, with plans for discharge. No additional information was provided.